Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead helix was failing to extend. It was also discovered that the ra lead had dislodged. The ra lead was not used. The physician continued with another ra lead and completed the procedure. There were no patient consequences.